Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had an infection a the ipg site. The patient went to the ER regarding the infection. The treatment for the infection is unknown at this time.

Event description:
Follow up information received which identified the patient did not have an infection after all.